Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch unidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Pre-procedure, a small pericardial effusion was noted via intracardiac echocardiography (ice). Procedure was successfully completed. At the end of the procedure, the a decrease in blood pressure occurred and effusion was noted to have increased minimally. Patient was reported to be in stable condition upon leaving the electrophysiology lab. Post-procedure, the patient became hypotensive and the pericardial effusion increased in volume. Pericardiocentesis yielded an unspecified volume of fluid. Patient was reported to be in stable condition. There is no information regarding activated clotting time (act).multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.